Manufacturer narrative:
The device history record for the reported lot number,m5096t617, was reviewed and documented that the lot, was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was reported that, the nurse had a problem with the 12¿ catheters when suctioning, the catheters were losing volumes. The nurse stated, ¿the inline suction catheter that I had on my patient today did not work properly...it caused low vt...size 12 and it was changed to a different one but the same lot and it works fine now." Additional information was received on (B)(6) 2015, when applying suction, the catheter continues to suction resulting in a loss of tidal volume and auto cycling of the ventilator. There were no ventilator alarms to note; however, because of known issues with the catheter, the staff was alerted to be on the look-out for any issues. The catheter was switched out to a new catheter with no further issues. The patient¿s status is unchanged at this time, with no adverse issue.